Manufacturer narrative:
(B)(4): evaluation results: (90% stenosis at target lesion, severe calcification), (stent thrombosis).

Event description:
A 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) stent was successfully deployed to the left anterior descending #7-8 after pre-dilatation. After post-dilatation, ivus confirmed there was no malapposition of the stent. Prior to deployment, the physician used a rotablator to scrape the lesion due to the severe calcification of the lesion. Several days post index procedure, the patient developed thrombosis and this was treated by poba and aspiration. The physician commented that the diameter of the proximal portion of the left anterior descending was approx 4mm, and this difference in diameter may have caused turbulence or the stent may not have been dilated enough. The patient recovered. No clinical sequelae were reported.